Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that a needle was found with the plastic falling off in the clear hub. There were no health consequences resulting from this event due to the diligence of the nursing staff, who inspected all bard safety needles before use. No patient or staff injuries were reported. No further details were provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is confirmed and was determined to be supplier related. Four 19g x 0.75 in safestep infusion sets were returned for evaluation. An initial visual observation revealed a small white material within the luer hub of the returned samples. A microscopic observation revealed damage on the inner stem of the dust caps for samples 1, 3 and 4. The damage was observed to be about the same size as the white material present within the luer hub, suggesting the material had broken off of the dust cap during the assembly process. No obvious damage was observed on the dust cap for sample 2, but a white material was also present in the luer hub of this sample. The shape, location, and extent of the damage observed on the returned samples suggest the dust caps may have been damaged during the automated manufacturing process when the dust caps are assembled onto the luer hubs. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.